Event description:
The account tested a blood donor sample (B)(6) on (B)(6) 2010 with prism hcv list 6a52-48, lot 86987hn00 and obtained negative results. On (B)(6) 2010, the blood bank was notified by human bioplazma ltd that a minipool was (B)(6). On (B)(6) 2010, the blood bank confirmatory laboratory examined the minipool samples and identified sample (B)(6) was positive by hcv pcr, and monolisa combo. The sample was negative with prism hcv (lot 88079hn00, exp date 31 jan 2011) and negative with axsym hcv (lot 89494lf00, exp date 08 january 2011). On (B)(6) 2010, the donor was called back for a blood donation. At this time the sample was reactive by hcv pcr, as well as prism hcv (lot 88079hn00) and axsym hcv (lot 89494lf00). The (B)(6) determined that at the time of the donation of the original sample the donor was in the window period. On (B)(6) 2010, the blood bank notified the hospital where a red blood cell concentrate from the (B)(6) donor was delivered to a patient. No further information has been received from the hospital regarding the patient. The blood bank has filed a report with the (B)(6) authorities.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18.

Manufacturer narrative:
(B)(4). Expiration date for lot 88079hn00 is 01/31/2010. Additional information was received indicating the patient that received the blood transfusion became (B)(6). Testing was performed by prism hcv and pcr. The customer returned two patient samples. Sample (B)(6) was from (B)(6) 2010 and (B)(6) was from (B)(6) 2010. The returned specimens (B)(6) and (B)(6) were tested with an immunoblot assay (chiron riba hcv 3.0 sia). Sample ID (B)(6) was (B)(6) with this assay and the result for sample ID (B)(6) was (B)(6); c100 (3+), c33c (4+-), c22 (3+), ns5 (-). Furthermore, both specimens were tested with a second immunoblot, inno-lia hcv score. Both samples performed positive. Results for sample ID 141001101620982 was c2 (+/-), ns3 (1+) and sample ID (B)(6) was c1/c2 (1+), (B)(6) (3+). The reactive result for hcv for specimen ID (B)(6) indicates that this patient might have been in a window period during seroconversion when the immune response has not yet lead to detectable antibody levels. Retained reagent kits of prism hcv assay kit, list number 6a52-48, lot number 86987hn00 and 88079hn00, were calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate the analytical sensitivity of reagent lots 86987hn00 and 88079hn00, in house sensitivity panel members a, b, c, d, and e were tested. All panel members met acceptance criteria and no false non-reactive results were obtained. The clinical sensitivity of reagent lots 86987hn00 and 88079hn00 was evaluated by testing two commercially available hcv seroconversion panels (zeptometrix hcv seroconversion panel hcv 9045 and hcv 9041). Test results for the hcv seroconversion panels generated with reagent lots 86987hn00 and 88079hn00 were compared to test results with prism hcv provided in the respective vendor's data sheets. Both reagent lots detected the same first reactive bleeds as specified in the vendor's data sheet for both seroconversion panels with comparable s/co values. All generated data demonstrate that the performance of the prism hcv reagent, (B)(4), lot number 86987hn00 and 88079hn00, is not compromised. Complaint trending data was reviewed and no adverse trends were identified. The prism hcv reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.